Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin broke, and the patient was thus unable to charge so the ins died. The patient reported a return of her sciatica, and also stated her back has always been hurting but the ins helped with the sciatica. The patient later called back with shipping questions. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.